Event description:
It was reported during a procedure, after positioning the lv lead, the slitting of the sheath was difficult and the lead was removed. Also, the guidewire could not be inserted into the lead. When repositioning was unsuccessful, the physician elected to replace the lv lead. The procedure was completed without any adverse consequences to the patient. The patient was stable.